Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via retrograde approach. The 90% stenosed target lesion was located in the moderately tortuous and none calcified shunt. After a guide wire crossed the lesion, a 6.0-40, 80mm wanda balloon catheter was advanced for pre-dilation. The balloon was inflated thrice at 14, 14 and 15 atmospheres. However, during the fourth inflation at 15 atmospheres for 60 seconds, the balloon ruptured. No patient complications nor injuries were reported.